Event description:
Proxy biomedical was notified (B)(4) 2013 via email by the polyform distributor ((B)(4)) that they received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal rep. The complaint states that as a result of the implant, a pt suffered pain due to mesh erosion which required add'l treatment and procedures. The date of implantation of the mesh was (B)(6) 2007. The pt is identified as (B)(6): pt is female, her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6) USA. The physician's name is dr (B)(6). The polyform product in question was a 10cm x 15cm mesh (part number 840-240); the lot number was c000213; it was manufactured on the 27th february 2007 (expiry date 28-feb-2008). No other info regarding the product or the pt is available at this time.

Manufacturer narrative:
Device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries such as pain and mesh erosion are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).